Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed from the device evaluation result that the reported event did not recur. Therefore, omsc determined that the reported event was caused by a temporary malfunction. The scope communication error b30 may have been displayed due to a temporary malfunction due to deterioration of the camera cable, because more than eight years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error b30 occurred as soon as the device was connected to the video system center. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The scope communication error b30 may have been caused by a malfunction of the camera cable unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.